Event description:
Customer's device reading was wrong and customer called paramedics due to the results. Customer wanted to be contacted at home. The caller's number is no longer available and the customer's number is disconnected. A request was made for return product and replacement product was sent.